Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. This is a system report. The section d. Information is for the primary device, which was in use with the following device which cannot be excluded as potential contributing factors to the adverse event: brand name: tav evfxplus; product ID: evfxplus-26; serial: (B)(6); UDI: (B)(4); manufactured date: 2025-08-28; use by date: 2027-08-28; implant date: on (B)(6) 2026; FDA site ID: (B)(4). D10. Continuation - concomitant medical devices in use during the event include: product ID: l-evolutfx-2329; product lot number: 0013068101; product type: 0195- heart valves; implant date: non-implantable h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, following the implantation of this 26 mm transcatheter aortic bioprosthetic valve, a dissection of the aortic arch was identified during the final angiography. The cause and time of the dissection was unknown. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, following the implantation of this 26 mm transcatheter aortic bioprosthetic valve, a dissection of the aortic arch was identified during the final angiography. The cause and time of the dissection was unknown. No patient symptoms or complicationswere reported as a result of this event. Additional information was received that the minimum diameter of the access vessel was 5.3 millimeters (mm) by 5.2 mm, and a non-medtronic guidewire was used during the procedure. There was no intervention performed for the dissection. Per the physician, the cause and origin of the dissection was unable to be identified; however, the delivery catheter system (dcs) and non-medtronic guidewire cannot be excluded as a contributing factor to the dissection. The patient' protruding calcification in the aortic arch was noted as a contributing factor to the dissection.